Manufacturer narrative:
Analysis of the log files found that the garbled audio prompts were the result of the AED battery becoming depleted. The cause of the battery depletion could not be determined based on the log files. After a new battery was installed and a manual self-test was performed, the AED functioned as designed and could remain in service.

Event description:
A customer reported their AED's audible prompts are garbled. The customer did not report this occurring during patient use.